Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, this right atrial (ra) lead experienced helix extension/retraction difficulty. When the lead was placed inside the patient, the helix mechanism only partially extended. The physician was concerned about the fixation; therefore, the lead was repositioned. The torsion was released and rotated another 10 turns, but the helix mechanism would still not fully extend. The physician tried to withdraw the lead from the patient, but the helix mechanism would not retract. The lead had to be manipulated (jiggled) to remove it, and the lead detached. An attempt was made to retract the helix outside the patient but was unsuccessful. A new lead was implanted to complete the procedure, with successful extension of the helix mechanism, and normal pacing parameters observed. No adverse patient effects were reported. This lead was received for analysis.